Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'bad on/off ' which was reproduced during service as a keypad not functioning as intended. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad on and off issue during the preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.